Event description:
It was reported that "during the setup for a total knee replacement a set of triathlon miscellaneous were opened and upon lifting the lid of the tray, it was noticed that all of the rubberized green handles had a shiny film coating them. The set up was broken down and the instruments were run through the washer sterilizer and the reprocessed in the autoclave, and the same film was coating the handles. The case was cancelled and rescheduled for friday (B)(6) 2010. Returned the set to the office and will replace the set with another."

Manufacturer narrative:
Additional lot #: sb3l45. Device manufacture date for lot # sb3l45: 10/30/2008. A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-01721, MFR # 2249697-2010-01722, MFR # 2249697-2010-01723, MFR # 2249697-2010-01724, MFR # 2249697-2010-01725, MFR # 2249697-2010-01726, MFR # 2249697-2010-01728.